Event description:
The customer reported that he received no delivery alarms on the insulin pump. He stated he changed out the infusion set twice, which resolved the issue. The customer stated his blood glucose was over 300 mg/dl. It was not possible to troubleshoot the issue as it was a past event. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)